Event description:
Related manufacturer reference number: 3006705815-2023-06808. Related manufacturer reference number: 1627487-2023-05025. It was reported that the patient experienced discomfort/pain at the ipg site and their right supra-orbital lead was superficial. Surgical intervention was undertaken on 02 october 2023 during which the ipg was explanted and replaced to address the issue. Additionally, the superficial lead and left occipital lead were repositioned to improve coverage.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.